Event description:
Customer reported obtaining back to back blood glucose results of 94 mg/dl and 364 mg/dl on the advantage system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.